Event description:
Review of pre-implant cta's revealed that the patient's aorta was extensively calcified nearly the full length from the ascending thoracic, along the abdominal aorta, and into the iliac arteries bilaterally. The proximal neck was 24x25mm in diameter just below the level of the renal arteries, 2cm in length, circumferentially calcified, and essentially straight. The max diameter aaa measured 6.2cm and the aneurysm was lined with calcification. The distal aortic diameter was approximately 2cm and also lined with calcification, and the calcified iliac arteries were non-tortuous. The exact cause of the proximal type I endoleak could not be determined from the pre-implant images provided. Films during implant and post-implant were not available for review; the reported endoleak could not be assessed. However, it is possible that the observed neck calcification may have contributed to the endoleak.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The aortic neck was heavily calcified. It was reported that during the index procedure after the endurant aui was implanted there was a type ia endoleak. The endoleak was due to the calcified neck. The physician used a non-compliant balloon inflation and placed 8 aptus fixation screws with addition of a 28 mm endurant cuff. There was marked improvement. The physician stated that the endoleak may have not completely resolved yet and did no further intervention. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).